Event description:
It was reported that the programmer stopped. A boston scientific company representative requested to install upgraded software and the issue was resolved. The programmer remains in service no patient involvement was reported.

Manufacturer narrative:
Supplemental correction to correct section h6 device codes. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. As a result of this products return, a visual analysis was completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The programmer passed the functional test and the baseline evaluation.tgz files were extracted and analyzed, where no instances of error codes were observed. The complaint was validated, and the programmer was not stopped was not able duplicate defect when opening pop-up of language selection or ECG source selection. After it pressed the power the button on the programmer boot up properly but it could not find any issue after hour of stressing the programmer. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is touchscreen unresponsive. This investigation has deemed this as a "cause traced to design" event.

Event description:
It was reported that the programmer stopped. A boston scientific company representative requested to install upgraded software and the issue was resolved. The programmer remains in service no patient involvement was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. As a result of this products return, a visual analysis was completed on the programmer. No damage observed in the visual analysis would be grounds for failure or return. The programmer passed the functional test and the baseline evaluation. Tgz files were extracted and analyzed, where no instances of error codes were observed. The complaint was validated, and the programmer was not stopped was not able duplicate defect when opening pop-up of language selection or ECG source selection. After it pressed the power the button on the programmer boot up properly but it could not find any issue after hour of stressing the programmer. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is touchscreen unresponsive. This investigation has deemed this as a "cause traced to design" event.